Event description:
The managing nurse of the steri department of the hospital, reported to our sales rep that the tip of the d/m cutter broke at a surgery procedure. As reported by the operating room team, nothing fell into the patient or onto the operating room field. A replacement was available to complete the surgery without any consequences.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Material analysis concluded that the tip breakage of the cutter male nose occurred in ductile overload. The base metal was determined to be a fe-cr alloy consistent with a 400 series stainless steel. The device history records indicate that all devices were manufactured with no reported discrepancies. The complaint history review indicates that there have been no other events for the lot referenced. The root cause is considered to be user misuse as the device fractured in an overload condition. This fracture was most likely due to wear of the cutting edge which caused the user to apply excessive force to the handle when cutting the cable. The excessive force was resisted by the cable causing fracture of the cutting tip. No material or manufacturing defects were observed.

Event description:
The managing nurse of the steri department of the hospital, reported to our salesrep that the tip of the d/m cutter broke at a surgery procedure. As reported by the or team, nothing fell into the patient or onto the or field. A replacement was available to complete the surgery without any consequences.